Event description:
It was reported that during testing conducted at the MFR's facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.